Event description:
Customer reported findings of bacillus and staphylococcus bacteria in the groove located at the distal end of the pt wye on the breathing circuits after the circuits has alledgedly been processed.